Event description:
Eighty one y.o. Victim of cardiac arrest. Lpio pacer attached to pt for symptomatic brady/asystole. Device would not pace & would alarm - leads off. F.d. Pacer employed. While working a cardiac arrest in asystole the crew attempted to use the pacer and were unable to pace the pt as the monitor showed there to be a lead off, after confirming that all leads were attached and attempting again to pace, the monitor continued to show a lead unattached. The life pak was taken out of svc and all of the pacing pads were kept, an equipment failure report was completed, a copy of the incident report and invoice were forwarded to the training dept.